Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one devive opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned device. Visual inspection of the device performed by engineering did not reveal any damage or abnormalities. The unit was cycled and it was observed that the one of the needle blades would not move correctly. Engineering disassembled the device and observed that one of the needle blades controlling linkage was pulled out of the connecting crimp. Engineering inspected the ferrule and observed that the component was assembled correctly and had been crimped during the manufacturing process. This condition has been brought to the attention of the appropriate personnel. A corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened. (B)(4). This complaint was reassessed during hhe authorship and although there was no patient harm, upgraded to be a malfunction based on the determination of root cause.

Event description:
According to the reporter: during a lap nissen, the device would not grip the needle. No adverse events were reported.